Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant procedure, device was interrogated and battery longevity status bar was gray. Device was not used and there was no patient involvement.